Manufacturer narrative:
H10: additional narrative: details of complaint: customer biomed stated device went into "black". Upon investigation and rebooting by biomed, it was found that eh unit continues to boot into the bios mode. There were no error messages or alarms reported to biomed. Service requested: repair/loaner. Service performed: repair/loaner. Investigation result: nka repair center evaluated the device. The reported issue was caused by hard drive failures. The root cause could not be determined from this evaluation. Device was put into service on 4/23/2015. Warranty expired on 4/21/2020. Service history for this device shows no tickets relevant to this issue. Between (B)(6) 2017 to (B)(6) 2019, there were 27 incidents of pu-621ra hard drive failures. The average age of device at failure time is 42.59 months. Three failure incidents occurred when device age was less than 24 months. There was a total of 597 pu-621ra units shipped to customer between 2017 and 2019. The hdd failure rate before the 24-month warranty period is 0.50%. As the root cause is not known, and the failed hard drives are not available for further evaluation, no actions could be taken at this time. Update (B)(6) 2019: per service manual for this device, revision g, regular maintenance inspection should be performed every 6 months, including storage device maintenance, to ensure optimal device function. It is unknown as to how this device was maintained. Device was 48 months old at the time of hdd failure. Corrected information: d4. Serial # listed as 00696. Should be listed as(B)(6). F9. Approximate age of device: incorrectly calcuated h4. Device manufacture date.

Event description:
It was reported that the central nurse's station (cns) went down while monitoring patients. Upon rebooting, the unit continues to boot into the bios mode. No consequence or impact to the patients.

Manufacturer narrative:
It was reported that the central nurse's station (cns) went down while monitoring patients. Upon rebooting, the unit continues to boot into the bios mode. No consequence or impact to the patients were reported. The reported product was returned and evaluated. Investigation results: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. We setup, connected the cns, and powered on. The cns did not boot up into the windows and it was freeze in bios mode. The root cause of the problem were due to hard drives failure. Replaced both hard drives and re-imaged software version 02-51 on both hard drives. Restarted the cns and it booted up properly. The cns has been retested and all was good. All the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the unit completed 24 hours of extended testing and operates to the manufacturer's specifications. The customer reported complaint was duplicated. Repair is completed and unit ready to be shipped to customer with case.

Event description:
It was reported that the central nurse's station (cns) went down while monitoring patients. Upon rebooting, the unit continues to boot into the bios mode. No consequence or impact to the patients.